Event description:
Patient reported "had breast prosthesis surgery with and underwent an examination in which rupture was found in both prostheses." This is for the left side device. The device remains implanted.

Event description:
Patient reported, "had breast prosthesis surgery. With and underwent an examination, in which rupture was found in both prostheses". This is for the left side device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.